Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, pump was unable to prime during the prime test due to a slightly loose drive support disk. The pump also had a cracked case at the display window corners and battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The caller stated that the alarm had been reoccurring. It started approximately six months ago. The customer had been clearing the alarm and continuing to use the device. The customer's blood glucose was 6.5 mmol/l. The caller stated that the insulin pump had been exposed to x-ray twice, once it was two months ago, when the customer had a foot x-ray, and another time, it was a week prior to the phone call, when the customer had teeth x-ray. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.